Event description:
A ballon was inserted over the wire during a coronary intervention. The portion of the balloon shaft that was outside the patient's body broke. The balloon was removed and not used. All portions of the balloon were accounted for.